Manufacturer narrative:
Other text: no lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. B3: unknown; d4: catalog number, UDI number, expiration date, and lot number is unknown; g5: 510k is unknown; h4: device manufacture date is unknown.

Event description:
It was reported that the cleo 90 tubing is broken apart completely. When the tubing broke, the patient did not receive medication for an unknown period of time. No adverse patient effects were reported by the customer.